Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure. During the procedure, the physician could not insert the stylet into the lead. Multiple stylets were tried to address the issue but were unsuccessful. As a result, another lead was used to complete the procedure. The procedure was extended one hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.